Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the patient's blood glucose was 308 mg/dl before eating breakfast, and then her blood glucose increased to 409 mg/dl. The patient treated via manual insulin injection. During troubleshooting, the insulin pump passed the high pressure test. The insulin pump was not returned for analysis.